Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report#: 1627487-2018-01088, reference MFR. Report#: 1627487-2018-01090, reference MFR. Report#: 1627487-2018-01091. The patient had leads for off-label use (occipital and supra-orbital locations). It was reported the patient was diagnosed with an infection at their lead sites. As a result, the patient's scs system was explanted. Cultures were taken but the results are unknown. The infection was treated with antibiotics intravenously and resolved over time.